Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared a 1105 error (alarm light emitting diode (led) failure. There was no patient involvement. The event date was not specified; estimate used.